Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported malposition of the clip could not be determined. Factors that may contribute to malposition of the clip may include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. A definitive cause for the reported patient effect of hematoma, hypotension, tachycardia, pain, ischemia, thrombosis, unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Cine images were provided and reviewed. Four images from a CT angiogram were provided. These were reported in the article as being pre-procedure, stating that "the common femoral artery (cfa) was not excessively calcified and of good caliber, therefore the arteriotomy was deemed suitable for closure with an acd and the starclose system selected". The first two images (a) are coronal reformations of the cfa and the other two images (b) are the sagittal reformations. These images show mild to moderate calcium. It was also reported in the article that an angiogram was performed of the cfa at the end of the procedure, however that image was not provided. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: article, titled "laceration of the common femoral artery following deployment of the starclose vascular closure system."

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) using a starclose se device after an abdominal aortic aneurysm repair interventional procedure with a 6f sheath. Reportedly, the clip was misplaced into the vessel while depressing the trigger button. The patient felt severe pain. Manual compression was performed to achieve hemostasis alongside fluid resuscitation. However, the patient developed tachycardia and hypotension. An ultrasound noted a retroperitoneal hematoma. Surgery was performed which found a large laceration in the lcfa. Surgery treated the vessel and the patient was hospitalized. Over the next 12 hours, the patient then developed ischemia. Thrombi were discovered in the popliteal, anterior tibial, and posterior tibial arteries. Finally, above the knee amputation was performed. There was no reported clinically significant delay in the procedure or therapy. Specific patient information is documented as unknown. Details are listed in the attached article, "laceration of the common femoral artery following deployment of the starclose vascular closure system." No additional information was provided.